Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated on (B)(6) 2013 that a patient had vns lead replacement surgery performed on (B)(6) 2013 due to a lead discontinuity (the lead had "snapped"). The patient was referred for lead replacement on (B)(6) 2013 due to a suspected lead fracture. The patient is mentally retarded and extremely combative. It was not known if this was a cause of the fracture, but it may have been a factor. It was not known if x-rays were done. Attempts for additional information are in progress. The explanted lead will not be returned from the hospital.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.